Event description:
The user facility reported that during a procedure the cover of their harmony led 585 surgical lighting system fell off. The cover did not enter the sterile field. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician was informed of the reported event and that the cover was discarded and replaced by the user facility biomed personnel prior to any inspection being performed by the steris technician. The reported event is indicative of facility personnel bumping the light head into other pieces of equipment. The harmony led surgical lighting system operator manual states (1-4), "caution - possible equipment damage hazard: (continued) do not bump light heads into walls or other equipment. Always use handles when positioning light head during surgical procedures, or when cleaning or servicing the lighting system." A steris account manager offered in-service training on the proper use and operation of the harmony led 585 surgical lighting system, specifically ensuring to not bump light heads into walls or other equipment; however, the customer has not yet responded no additional issues have been reported.